Event description:
It was reported that the wake button was not working. Customer pressed the wake button multiple times and the wake button performed as intended, but customer alleged that button is still difficult to press. There was no impact to the customer's blood glucose level. Customer continued using the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.